Event description:
It was reported the pt experienced left foot pain running from the bottom of the foot up to the left calf post-operative trial procedure. The pt was reprogrammed and released to home but returned to the doctor's office a few days later reporting the pain was still present. The pt had been given steroids and pain medications. The pain pattern was bilateral back and legs. The foot pain was present prior to the trial procedure but the pt alleged the stimulation made it worse. The trial lead was removed two days later.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.